Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient presented for the 45-day follow up and computed tomography (CT) imaging revealed the patient had a 3-7mm leak. There were no patient complications reported. The patient was discharged.